Event description:
It was reported on (B)(6) 2025, that the patient has developed a rash from the mcot sensor - 3.0 and electrode - patch - universal 2 channels. The patient's mother indicated that he patient's skin is so irritated it is bleeding and hurting. The patient's mother consulted with the care team through mychart. The patient took breaks wearing the device when the mcot sensor - 3.0 was charging and would place ointment on the skin. On (B)(6) 2025, the patient's mother removed the mcot sensor - 3.0 due it getting so hot the patient could no longer wear it. Additional information was requested but could not be obtained.

Manufacturer narrative:
It was reported that the patient had a reaction while using the lectrode: patch: universal 2 channel. The patient developed a bad rash. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.